Event description:
It was reported that during a laparoscopic by pass procedure, the surgeon fired the device and it made an unfamiliar noise. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. Event could not be confirmed as no noise was heard during the analysis. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.